Event description:
This lead was explanted and replaced due to noise. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During analysis signs of abrasion were found along the lead and the insulation was found rubbed through in the distal part of the lead. This damage can be considered as the root cause of the noise issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Diagnostic images clarifying this assumption were not available for analysis. Cuttings in the area of the suture sleeve most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.